Event description:
It was reported that a patient's family member released a ventilator circuit to fill the humidifier chamber and reconnected the circuit afterwards. Then an alarm was generated, an unknown message was displayed and ventilation stopped cycling. The patient was then manually ventilated. An attempt to shut down the device was made and a message "shutdown, wait for a while" was displayed. A visiting nurse was called and confirmed that a question mark was displayed in the place of the battery indicator. The nurse forcibly shutdown the device by long pressing the power source switch. When the power was turned on again, the device started up normally, passed the circuit check and started normal operation. The patient was then transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The backup lithium battery was returned for evaluation. The service engineer evaluated the backup battery and could not verify the reported complaint. The backup battery was installed into a test ventilator, the main battery was removed and the device was run on backup battery power with no observed errors. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The battery assembly was received for investigation. A visual inspection found no anomalies. The powerpac assembly was connected to a test ventilator, and the unit was allowed to run for more than three days without issues. During that time, the unit was set to operate on battery power and it ran for more than seven hours before the main battery was depleted, which is an acceptable amount of time. The customer reported malfunction was not verified.